Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: sheath melted. Probable root cause: 1. Material/design error 2. Manufacturing/assembly/ service error 3. Excessive user force 4. Severe shipping conditions 5. Disposable tip rubbing against product 6. User error the device manufacturer date is not known.

Event description:
It was reported that the sheath broke during a procedure and cannot be confirmed that all pieces were retrieved.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: sheath melted. Probable root cause: material/design error, manufacturing/assembly error, excessive user force, severe shipping conditions, disposable tip rubbing against product, user error. The device manufacture date is not known.

Event description:
It was reported that the sheath broke during a procedure and cannot be confirmed that all pieces were retrieved.